Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the cx. Post procedure, angio showed side branch occlusion of the 2nd om.

Manufacturer narrative:
Additional information: index procedure was prompted by evidence of ischemia ¿ stable angina and a positive functional study. If information is provided in the future, a supplemental report will be issued.